Manufacturer narrative:
The pod was received not deployed with an 0x41, rotational sensor maximum summed error table, hazard alarm observed in the pod data in conjunction with rotational sensor abnormalities. These rotational sensor abnormalities resulted in first prime ending early which led to the firing flat not being lined up with the release bar at the end of second prime and the pod alarming. The rotational sensor abnormalities were not replicated during the rerun, and the needle mechanism successfully deployed. Investigation of the commutator cap found contamination in multiple areas. Because the rotational sensor abnormalities did not replicate during the rerun, it could not be conclusively determined if the contamination observed on the commutator cap caused of the abnormalities. The observed rotational sensor malfunction can be confirmed as the cause of the observed 0x41 hazard alarm and the pod failing to deploy when intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.